Event description:
Customer called in to report that a lot of insulin had leaked from the cannula. The customer checked how much insulin was left and it was 123.1 units. The customer stated that it happened during priming. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.